Event description:
The surgeon attempted to implant a model aa4203tl intraocular lens, which was damaged as it was being maneuvered through the delivery system prior to implant. There was no patient injury.